Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the customer¿s site to service the aer. The ess reported that a replacement lid was ordered to address the customer¿s lid with the hairline crack. The lid was removed per the oer-pro technical guide and confirmed the procedure by using the attached checklist. The software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required.

Event description:
The service center was informed that user facility¿s oer-pro automatic endoscope reprocessor (aer) had a hairline crack in its lid. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received . Please see the updates in sections. This issue was noticed after reprocessing when the oer-pro opened up. The cracked lid has not yet been changed; however, the device is still being used. The facility has not been having many cases as they are temporarily shut down due to the crisis. There was no patient or customer injury due to this issue. The type of cleaning and disinfectant solutions being used in the oer-pro is per olympus recommendation, acecide-c. Only olympus endoscopes are being reprocessed in the oer-pro. The minimum effective concentration is being checked before every cycle using a testing strip. Olympus connector tubes are being used with the oer-pro. The details such as model and serial number are unknown. The device was inspected and there were no abnormalities or damage observed. One to two scopes are being reprocessed per cycle. The annual preventative maintenance is being performed on the oer-pro. They have only had this device about a year so their olympus rep has come once to do the preventative maintenance. It is unknown if the cracked lid will be returned to olympus as it is still in use and has not yet been replaced. The individuals operating the oer-pro are experienced in using this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, based from similar event the most likely possible causes are as such the lid was contacted with a scope when it was closed or something hard hit the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. The lm reports although it is presumed the event was due to the user handling, it is difficult to specify.